Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the closure device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed and one partial recapture was performed. The closure device was deployed again and when they were attempting a full recapture the closure device detached from the core wire and remained inside the laa. The position was proximal, the compression was between 5.7 to 9.5% and there was no leak. There was no intra-procedure harm to the patient. The following day the physician confirmed that the closure device remained in place and the patient was discharged home. The patient was stable upon discharge and at their one week follow-up.